Event description:
It was reported to philips that the device screen is difficult to see. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.